Event description:
It was reported to st. Jude medical that a fracture was observed 2 inches form the df-1 connection. The patient received a shock and the physician noticed that the impedance was <20 ohms. The fractured part of the lead was cut and the other portion capped.